Event description:
According to a slideshow presentation, an amplatzer septal occluder embolized 14 hours post implant into the mitral valve. The device was percutaneously retreived. No additional information was provided by the physician, including any patient details or imaging of the procedure. Should additional information become available at a later date, we will reopen the file.